Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (stroke/thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-three-year-old male was admitted for chest pain and prepared for emergent coronary artery bypass grafting. Prior to surgery, an impella cp was placed. During surgery, the device was replaced with an impella 5.5. After 14 days of support, the patient could be successfully weaned and the pump was removed in the operation room. Shortly after removal of the impella 5.5, the patient showed signs of a stroke. A surgical intervention was required to remove an embolized thrombus, the patient recovered without neurological residues.